Event description:
It was reported that removal difficulties and stent damage occurred. Vascular access was obtained via femoral artery. The eccentric target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 3.50x38mm promus element plus stent was selected and implanted to the lesion. During post dilatation, a 3.5mm non-bsc balloon catheter got entangled at the distal stent struts which resulted in stent deformation. There was resistance and difficulty in attempting to remove the balloon from the stent. The stent was withdrawn from the body by using a snare. No complications were reported and patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device evaluated by MFR, device returned to MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: received for analysis was a severely bunched up stent. The stent appeared to be snared with a broken section of a coiled wire/snare. The damage to the returned stent was so severe that the actual stent size was unrecognisable. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that removal difficulties and stent damage occurred. Vascular access was obtained via femoral artery. The eccentric target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 3.50x38mm promus element plus stent was selected and implanted to the lesion. During post dilatation, a 3.5mm non-bsc balloon catheter got entangled at the distal stent struts which resulted in stent deformation. There was resistance and difficulty in attempting to remove the balloon from the stent. The stent was withdrawn from the body by using a snare. No complications were reported and patient's status is stable.